Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to lead migration. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein one lead was explanted and replaced while the other lead was repositioned to address the issues. Therapy was restored post-op.